Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found cuts to suture sleeve and outer insulation melting near terminal pin, likely induced damage from the explant procedure. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) perforated the heart during the implant procedure. The perforation caused cardiac tamponade, interrupting the implant procedure, and the patient was hospitalized. Nearly one month later, this rv lead was replaced successfully and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported at this time.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart and caused to cardiac tamponade during the implant procedure. Subsequently the procedure was postponed due to the patient's condition. Reintervention was required, and a new rv lead was successfully placed, and this rv lead is being returned to boston scientific for analysis. No additional adverse patient effects were reported.